Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a really bad pain and went to see their dentist and found out they had a crown that has fallen out. The crown was inplace when the patient did the impression for the aligners and the aligners do not fit since the crown has fallen out. The patient needs to have the tooth/crown repaired, they are in terrible pain. Patient provided letter of recommendation. The letter states, patient presented with loss of #30 crown and core buildup. Patient had crown and core one month earlier and now requires new crown and core buildup dut to cold/hot sensitivity. If crown is delayed, patient may lose more tooth structure. This treatmetn cannot be delayed and the aligners must fit properly to prevent this problem in the future. A letter of recommendation was also provided from the patient's orthodontist. It states, 4 weeks into aligner treatment with byte, l2-2 has significant mobility. Lr1 excessive mobility. Roots of l2-2 are blunted and short. U2-2 roots are blunted as well. Advised patient to pause treatment immediately to remove all active forces on teeth. Patient should contact licensed orthodontist that is managing patient's case at byte and send them current pano. Explained that if patient does treatment, it should be done very slowly with serial radiographs of roots.